Manufacturer narrative:
Investigation ¿ evaluation. (B)(6) hospital (japan) informed cook that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked from the hub. The device was placed during ptcd procedure in the patients abdomen. The patient was transported to their room after the procedure, and staff noticed the device was leaking bile from the hub. The device was removed and replaced without adverse effects to the patient. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The customer did not return the complaint device for evaluation. Therefore, no visual inspection of the device was performed. Additionally, a document-based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The device history record (DHR) for the lot revealed no related nonconformances. A complaint database search was completed. There were no additional complaints on this lot from the field. There is no evidence of nonconforming material from this lot in house or in the field. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, no returned product, and results of the investigation, it was concluded the cause for this event is component failure without design or manufacturing deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for a percutaneous transhepatic cholangiography procedure. When the patient was transferred to patient's bedroom after the procedure, "leakage of the bile" was confirmed from the edge of the hub. The catheter was replaced with a new, similar device. No other adverse effects were reported for this incident.